Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 8010182-2023-00071. All information can be found under manufacturer report number 8010182-2022-00198. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex st100 set, an external fluid leakage. It was further reported the pressure sensor was broken. There was no patient involvement. No additional information is available.